Event description:
It was reported that an asymptomatic patient presented for routine follow up in clinic. Upon interrogation, the ventricular lead exhibited noise. The noise could be reproduced with isometrics and pocket manipulation. Intermittent loss of capture was also noted on the lead. No intervention was reported. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.